Manufacturer narrative:
(B)(4). Concomitant medical products: standard all-poly patella, catalog #: 00597206529, lot #: 63925311; lps flex femoral component, catalog #: 00576401552, lot #: 63780726; lps flex articular surface, catalog #: 00596203212, lot #: 63676318; gentamicin bone cement, catalog #: 3325-040, lot #: 8716095; gentamicin bone cement, catalog #: 3325-040, lot #: 8716095. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product return was requested but was not released by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient was revised due to incorrect implant position. The tibia was cut in varus.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was confirmed by review of provided radiographs. Radiographs were provided and reviewed by a health care professional. Review of the available records identified no evidence of device failure, loosening, or subsidence. Varus orientation of the tibial hardware component was noted during the review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Reported information states that the surgeon was unsatisfied with the implant position and an additional surgery was completed to replace the tibial component. Follow-up information stated that the issue was due to a surgeon mistake; however, this could not be confirmed with the available information. The root cause of the varus alignment during the initial surgery could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial right total knee arthroplasty. Subsequently, patient was revised one week later due to implant malposition seen on post operative x-rays. It was reported that the surgeon agreed that it was his mistake during primary implantation. No additional information was provided.